Event description:
It was reported that during a low anterior resection procedure, the device was used to resect the bronchi lobares. The staples from the middle to the acral part were not deployed at the first firing. The staples of the proximal part were malformed. Additional suture was performed. There were no adverse consequences to the patient. Reinforcement product was not used.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at finished goods quality assurance to ensure the device meets the required specifications prior to shipments. A batch record review was performed and no anomalies were found during the manufacturing process.